Event description:
Provider states haven't acted up for the dealer. Doesn't have the chair. Dealer says the user says the chair slows down, and intermittently will not go over a threshold. Dealer said the user said that once the chair was in the turtle mode and she was alongside the chair driving and the user said the chair drove faster than it did when in the turtle mode before.